Event description:
A (B)(6) female undergoing total laparoscopic hysterectomy with bilateral salpingectomy. During procedure the ligasure blunt tip 5x37 failed the distal portion of the tip would not coagulate properly, or not at all. Vaginal cuff bleeding could not be adequately controlled with ligasure and was sutured to control the bleeding. Product reported via vendor and is in the process of being returned for evaluation.